Event description:
It was reported that an unspecified plum set tubing was found to have disconnected during patient use. It was reported: "patient was having kadcyla. B line was attached to the blue hub on the a line and the chemotherapy bag was pierced. The line was then back primed using the pump program. Just as this was pressed the b line came loose from the blue hub and the treatment spilled on the floor". There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.